Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of discordant troponin ultra results was due to operator error. The operator placed base reagent in the wash 1 reagent position. The fse performed total service call, primed system, calibrated and ran controls with good results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin ultra results were obtained on patient samples. The results were released to the physicians. The physicians questioned the results. The operator ran qc and it was out of range. Upon physician's request, the patient samples were retested and the corrected results were released. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of discordant troponin ultra results was due to operator error. The operator placed base reagent in the wash 1 reagent position. The fse performed total service call, primed system, calibrated and ran controls with good results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin ultra results were obtained on patient samples. The results were released to the physicians. The physicians questioned the results. The operator ran qc and it was out of range. Upon physician's request, the patient samples were retested and the corrected results were released. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.